Event description:
The patient reported an infection at the pod¿s insertion site (site unspecified) while wearing the device between 5 and 24 hours. The patient reported symptoms of redness, hotness, pain, and hardness at the pod insertion site. The patient¿s blood glucose reached 22 mmol/l (396 mg/dl). The patient sought medical attention at intermountain health hurricane valley instacare/75 n 2260 w, hurricane, ut 84737, united states (macdonald mp lesley) and was diagnosed with cellulitis infection. The provider prescribed cephalexin (route and dose unspecified) antibiotics and the visit lasted approximately 1 hour. The pod was removed and was not available for return. A new pod was successfully placed. The patient resides in the UK but was travelling in the us at the time of the event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.